Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-02010. The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported the pt presented to the ER after using a knife from her home to explant her ipg. Upon arrival, the ipg was still connected to the surgical lead which remained implanted. The physician cut the lead at the lead insertion site, leaving a portion of the lead implanted. The remaining portion of the lead was surgically removed from the pt's body the next day. F/u on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.